Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-03365. It was reported that patient only received therapy on one leg and not the other. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein a lead was explanted and replaced. Effective therapy was restored on both legs postoperatively. It is not known which lead was replaced, so both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.